Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date device returned to manufacturer added. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip was broken for part# 388.45. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis additional narrative: an evaluation was performed on the returned device. As received condition of device; the instrument cracked at the tips. The springs are lose. One of the screws holding the springs fell off and, the other is on the brink. The manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. The threads (pmm494 thread plug gauge/ pmm1969 and 488 thread ring gauge) were checked and found to be good. The screws secure the springs were disassembled, not loose by themselves. The hardness was remeasured and found to be conforming at 48 hrc . There has been no other complaints from this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.